Event description:
Customer reported unexpected negative reactivity with a patient sample using the 2 cell screen on galileo.

Manufacturer narrative:
Blud_direct was utilized to obtain instrument images and to determine the times the indicator cells were placed on the galileo. The well fill images for the screen plate appeared acceptable. It appeared the indicator cells were changed out appropriately and were used within expiration. The unexpected negative reactions were not reproduced when repeated with the same reagents.